Event description:
A 44 yr old female with bilateral subglandular silicone breast implants for 10 yrs noticed over the past few years palpable breast masses, two being in the left breast and one mass being in her right breast. In addition, she presented with bilateral capsular contractures and a mammogram showing question of a rupture of the left breast implant. On 11/9/95 the pt underwent removal and capsulectomies with replacement of the implants.